Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this lead was thoroughly analyzed. This lead's allegation was not confirmed. This lead passed testing and met all specifications.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing thresholds from 3rd day after implant. Additional information was received reporting that this right ventricular (rv) lead was explanted. Physician encountered difficulty removing this lead. No additional adverse patient effects were reported.